Manufacturer narrative:
(B)(4)

Event description:
It was reported that a ventilator failed to activate the alarm when the flow sensor was not hooked up to the exhalation valve. There was no patient involvement.